Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16046. It was reported the pt lost stimulation approximately 2 weeks ago. Diagnostic testing revealed invalid impedance readings for multiple lead contacts. Reprogramming was unable to achieve effective stimulation coverage in her back. X-rays showed the lead was knotted and twisted but did not appear to be pulled out of the ipg header. It was reported the pt has loose connective tissue which causes her ipg to flip, and this may have contributed to the lead issue. The pt was referred to a neurosurgeon for a possible lead revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.